Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification and a 200j shock could not be administered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output dropped from 200j to 30j before the shock could be administered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.